Manufacturer narrative:
D9 updated; the product has been returned. Th e investigation is still ongoing.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Returned complaint purge cassette g2 visually inspected. Purge cassette cut open and connected to aic and pump. Performed purge leak testing. Purge cassette de-aired and purge it for 20minuts. No leaking or any other abnormality observed any where in the purge system. The cause of the reported leaking issue cannot be determined since it not reproduced in the investigation lab. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that the purge cassette leaked during implantation of an impella pump. The cassette was replaced and the patient is in stable condition.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.